Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the atrial lead body rotated when the helix was extended, which led to sensing, capture, and impedance anomalies. The lead was not used and a new lead was implanted. The patient was stable.